Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit had undergone insufficient reprocessing causing foreign material to clog the nozzle and restrict the air/water flow rate. Additionally, the device showed several other points of wear and tear. Those include but are not limited to looseness, buckling, peeling, and chipping. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the air channel on his olympus evis exera ii ultrasound gastrovideoscope was ¿tight¿ during procedure preparation. There were no reports of patient harm as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was clogging the nozzle unit. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient reprocessing. The event can be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) in addition, the following non-reportable malfunctions were found during the device evaluation: control lever, up/down knob cannot be locked securely, damage on guide pin of the electrical connector, damage on ultrasonic probe, adhesive around objective lens has a chip, adhesive on bending section rubber has wear, connection tube buckling, universal cord buckling. Olympus will continue to monitor field performance for this device.